Event description:
A customer contacted beckman coulter inc., (bec) regarding a lower than expected total bhcg (tbhcg) result generated by the unicel dxi 800 access immunoassay system for one patient. The result was questioned by the physician as it did not match the patient's clinical presentation. Subsequent dilution testing produced a higher result that indicated there is a potential hook effect interfering with this patient's sample. Patient results are shown. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
All three levels of bhcg qc were within the customer's established ranges prior to and after the event. Service was not dispatched for this event as the customer is not questioning instrument performance at this time. A definitive root cause has not been determined to date for this event with the data provided.